Event description:
Allegedly, on (B)(6) 2008, plaintif had a left hip implantation surgery. The wright medical hip components that were implanted included: a conserve plus cup cobalt-chromium cup (lot no. 107476061); a profemur plasma z stem titanium stem (lot no. 117488870); a profemur titanium neck (lot no. 107484845); and, a conserve total a-class head cobalt-chromium head (lot no. 087466397). On (B)(6) 2009 plaintiff underwent a revision surgery, in this surgery, the conserve plus cup was removed and replaced with a wright medical dynasty cup; the conserve total a-class headcobalt-chromium head was removed and replaced with a conserve a-class head cobalt-chromium head. On (B)(6) 2021, plaintiff had a revision surgery performed on his left hip. Dr. (B)(6) noted a massive pseudotumor and related it to metallosis. Dr. (B)(6) , removed the wright medical components from plaintiff, revision surgery operative notes that the surgery took double the amount of time of normal revision hip replacement. Involved pseudotumor debridement and extensive exposure for stem removal.